Event description:
It was reported that stable angina occurred requiring treatment. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 85 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre dilatation and placement of a 2.25 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days later, the staged procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 35 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and a placement of a 2.75 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. The target lesion 2 was located in the proximal left circumflex artery (lcx) with 80% stenosis and was 29 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm overlapped with a 3.00 mm x 8 mm synergy stent systems with the residual stenosis of 0%. Post-dilatation was not performed. Five days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2025, the subject presented with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of event the subject was on clopidogrel and other medication. Medication was given to treat the event. Seven days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.